Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported deflation issue was confirmed. The reported difficulty to remove could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure to perform routine post-dilatation of an unspecified xience stent, a 3.0x20 trek rx balloon dilatation catheter (bdc) was unpackaged with the protective sheath removed without issue. The trek rx bdc was advanced over a non-abbott guide wire into an unspecified guiding catheter and to a mildly calcified lesion in the non-tortuous mid left circumflex coronary artery without resistance. The balloon was inflated once, without difficulty, to 8 atmospheres for 60 seconds, but was unable to be deflated at all. The inflated trek rx bdc was withdrawn from the vessel against resistance and wedged into the guiding catheter, then all devices were removed from the anatomy as a single unit. Post-dilatation was considered to be complete. There were no adverse patient effects. While a delay occurred, it was not considered clinically significant. No additional information was provided.